Manufacturer narrative:
According to the facility the tube tip broke during a feeding and some of the pieces went through the patient's gi tract. No additional information is available at this time. The sample is not available to be returned for evaluation. It has been determined that the reported event could cause or contribute to serious injury if it were to occur. In an abundance of caution, this medwatch is being filed. If any further relevant information is identified or obtained, a supplemental medwatch will be submitted.

Event description:
According to the facility the tube tip broke during a feeding and some of the pieces went through the patient's gi tract.